Manufacturer narrative:
Device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.

Event description:
Customer alleges redness, itching, pain, swelling and infection following use of steri-strips, mastisol adhesive and monocryl sutures on right leg varicose vein surgical incisions. Customer states 11 mar 13 she had severe pain in right lower leg. Customer states doctor removed steri-strips and informed her she had an infection. Customer states she was prescribed augmentin for infection. Customer states approximately one week later, she saw doctor for redness on left lower leg and left thigh. Customer states doctor prescribed benadryl and prednisone and informed her she had contact dermatitis. Customer states right leg incisions are now intact but remain blackish purple in color and states she continues to have swelling in her right ankles. Customer states area of contact dermatitis on left calf has resolved and only a light pink outline remains on left thigh.